Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿do not clean with or expose any part of the clear sidearm of the impella catheter (e.g., infusion filter, pressure reservoir) to alcohol. Alcohol has been shown to cause cracks and leaks in these components. Carefully read labels on common skin preps and lotions to avoid using any alcohol-containing products in the area of the infusion filter or pressure reservoir."

Event description:
The japanese user facility reported a patient admitted in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. The complainant reported that the impella had a purge leak resulting in a persistent increase in purge flow rate and decrease in purge pressure. The impella was exchanged as there was concern that the pump would stop in the future. The new impella is operating without any issues.

Manufacturer narrative:
The investigation for the purge leak has been completed. According to the clinical, it was observed that the purge flow rate was 30ml/hr and the purge pressure was 30mmhg. All purge lines were checked for leaks, and purge fluid was observed leaking from the base of the catheter plug and purge filter connection. The decision was made to replace the pump and no other issues occurred afterwards. No product was returned for an investigation. No data logs were returned for analysis. The most likely cause of the pump purge leak was damage to the filter-tubing joint. Added: h6 component code 925 corrections to the initial MFR report: added: d6a/d6b. F6/f8 should have been left blank.